Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain in their arm. Diagnostics indicated high impedance readings on all the lead contacts. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may be taken at a later date to address this issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 to explant the lead.